Event description:
Device returned to MFR for analysis with report of "pt not getting pain relief. Rotor study performed and verified stall." Follow up with hcp revealed pt was losing pain control - monitors of pump were increasing dosage at unacceptable rate. Physician had received manufacturer's alert letter, so rotor study was performed. Rotor study revealed rotor was stalled. Pump replaced. Pt has recovered from surgery for pump replacement and has been restored to the pt's pre-event status.